Event description:
The device was returned to the manufacturer for an upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the device failed battery reversal, battery removal and low battery performance testing due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that the lower case was broken, the ring and side bail covers were broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found no anomalies, conclusion: no defect found. (B)(4).